Event description:
About two weeks prior the device turned off. When the pt turned it back on he felt a shocking/jolting sensation; the device was still at the regular settings. Electrode impedance testing revealed all combinations with electrode #4 were 33 ohms. The device settings were: program #1: 2 anodes, 1 cathode, 2.0v, 270 pulse width, 30hz; program 2: 1 anode, 1 cathode, 2.5v, 180 pulse width, 30hz. The battery was estimated to be at 2.69v. Further info is being requested at this time.

Manufacturer narrative:
(B)(4).